Manufacturer narrative:
The implant and delivery pusher were both returned for evaluation. The proximal section of the pusher was found undamaged and met the specifications. The distal section was damaged and kinked, and the strain relief section was folded. The implant coil was damaged in the middle section, but the distal section was undamaged. The pusher had dry blood residue at the proximal section. The monofilament was broken inside of the pusher section. The coil was not detached using the v-grip/controller system, as the monofilament displays evidence of a tensile break. Inspection of the monofilament indicates the implant separated due to tensile force rather than thermal detachment using a detachment controller. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not been returned to the manufacturer for evaluation. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that an embolization implant coil unexpectedly detached during a tips revision procedure. The coil was removed from the patient. There was no reported patient injury.